Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. It is possible that during post-dilatation interaction with the deployed stent resulted in compromising the balloon thus resulting in the reported material rupture; however, this cannot be confirmed. The investigation was unable to determine a conclusive cause for the reported rupture. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that the procedure was to treat a lesion in the right coronary artery (rca) with mild calcification and no tortuosity. The xience stent delivery system (sds) was advanced to the target lesion without resistance. The stent was deployed; however, the balloon ruptured at 12 atmosphere. A 3.25 x 15 mm nc trek balloon was used for post dilatation. There was no adverse patient effect and no clinically significant delay in the procedure. No additional information was provided.